Event description:
Covidien received information stating that during patient use, an 840 ventilator was giving inaccurate oxygen readings. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse calibrated the oxygen sensor and performed extended self-testing on the device and all tests passed.